Event description:
The customer reported a broken pin on the battery pca. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 1 and 2 were found bent and compressed.

Event description:
The customer reported a broken pin on the battery pca. There was no patient involvement.